Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that sometimes the pump suddenly turned off. No patient consequences were reported. No adverse effects were reported.